Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A husband reported on behalf of the customer a "replace sensor" message with the freestyle libre 2, on the 12th day of wear. The customer subsequently experienced the symptom described as cramp in leg, and lost consciousness. It was reported that the customer was treated by the husband with insulin injection. There was no report of death or permanent injury associated with this event.